Manufacturer narrative:
Device evaluation - (B)(4), the reported event associated with a red heart alarm was confirmed based on the evaluation results of the returned system controller, serial number (B)(4). During the analysis, the device was connected to laboratory equipment and was unable to operate the test lvad pump. Further analysis of the device revealed that the drive circuitry was damaged, which prevented the device from operating a lvad pump. The evaluation of the internal printed circuit boards revealed damaged drive circuitry components on the main printed circuit board. The damaged components resulted in the inability of the system controller to properly operate the pump. The component damage within the drive circuitry and the data contained in the log files indicated an overcurrent condition that can potentially occur from a vad/percutaneous lead issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: on (B)(6) 2016, it was reported that the patient experienced pump stoppages and low speed advisories. The patient was at home on a grounded patient cable and batteries. It was reported that the patient has gained 75 pounds since implant. The patient is currently in the step down unit and had no pump stoppages since the system controller was exchanged. The patient is listed as status 1a on the heart transplant list. If the patient doesn't have any other issues, the plan is to discharge home next week. If pump stops again in the future, the plan is to leave the pump off due to the most recent echo revealing a ejection fraction of 30-35%. Corrected information: it was previously reported that the patient was sent home with an ungrounded patient cable, however, the patient was actually given a grounded cable.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The patient remains ongoing with lvad support. The epc controller was received for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient was at the implanting center for a right heart catheterization as part of the work up for heart transplant listing. While there, interrogation of the system controller revealed a pump stoppage on (B)(6) 2015 and several low speed warnings over the last couple of weeks. The patient recalled having ¿random beeps¿ the day prior while on battery power when checking into the local hotel. The patient denied feeling dizzy or having heart fluttering sensations when the device alarmed. During the heart catheterization, the percutaneous lead was assessed under fluoroscopy and it was reported that no visible thinning or breaks in the wires were observed. The manufacturer's technical service representative reviewed the provided log file and confirmed the reported pump stoppage and several speed drop events, which appeared to have occurred while on battery power. X-ray images did not show any areas of trauma, but, the internal x-ray view did appear to show the percutaneous lead being pulled tightly toward the exit site. The patient reported that they had fallen down some stairs 4-6 weeks ago onto their left side. The patient also recalled that when the alarm occurred on (B)(6) 2015 they had just pushed the battery clips together into the batteries and it stopped alarming. The patient was switched from an epc system controller to a pocket system controller on (B)(6) 2015. A subsequent system controller log file provided for review from the pocket controller showed no adverse events were recorded. The patient was provided with an ungrounded patient cable for use with the power module. The customer reported that no alarms occurred while the patient was supported on the power module with the ungrounded patient cable overnight, or while walking around while supported with the same battery clips and batteries. On (B)(6) 2015, the patient was discharged home with the ungrounded patient cable. It was reported that no further alarms had occurred since the system controller was exchanged. No additional information was provided.

Event description:
Additional information: it was reported that the patient had low flow and driveline disconnect alarms on (B)(6) 2016. On (B)(6) 2016, the patient had alarms throughout the night. The patient was admitted and continues to have alarms and pump stoppages. A compromise in the percutaneous lead is suspected.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. Three out of the four submitted log files captured the report of low speed hazard alarms and pump stoppage events while the patient was supported by both the power module and 14 volt lithium-ion batteries. Based on the manufacturer¿s complaint history and similar reported events, the events captured in all of the log files appeared consistent with compromised wires in the patient's percutaneous lead (lead); however, a specific cause for the events could not be determined without a full evaluation of the lead. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.